Manufacturer narrative:
After battery installation, the pump gave a steady white display due to broken traces on lcd glass. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The pump was received with bleeding lcd glass, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of broken lcd screen with ink stain. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.